Event description:
A report was received that the patient had been experiencing a fever, redness, and irritation at the ipg site. There was no evidence of infection, but rather a seroma was present. The patient underwent irrigation and debridement at the pocket site. The physician prescribed ansef and treated the patient with IV vancomycin.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient had been experiencing a fever, redness, and irritation at the ipg site. There was no evidence of infection but rather a seroma was present. The patient underwent irrigation and debridement at the pocket site. The physician prescribed ansef and treated the patient with IV vancomycin.